Event description:
The customer reported the keypad is defective and paint has perished behind the keys.

Event description:
The customer reported the keypad is defective and paint has perished behind the keys. One pump was received for investigation. The customer reported problem was confirmed. As the CAPA investigation has progressed, the scope of the problem was found to be limited to specific product generations (agilia v1) and product family (agilia v1 mc) which are marketed rest of world and not in the united states. The analysis to-date identifies that only agilia v1 mc devices are concerned due to a specific combination of ink, coating layer and manufacturing process. Of the approximate 143,000 agilia v1 mc devices with this combination, none have been marketed or distributed within the USA, (B)(6) and (B)(6). The keypad for the product family marketed in the USA (volumat agilia us3) is manufactured with a different process, ink and coating layer, and no complaints have been reported in the USA, (B)(6), or (B)(6) to-date. Therefore, effective 01-november-2017, fresenius kabi will no longer be reporting complaints on delaminated keypads with one or more non-functional keys. The keypad for the product family marketed in the USA is manufactured with a different process, ink and coating layer, and no complaints have been reported in the USA, (B)(6), or (B)(6) to-date.